Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips scissored during the case on unk firings. They changed devices and used another like device to complete with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.